Event description:
A malfunction alarm was reported, but no notable events occurred before it. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the caller in resetting the pump, ensuring the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared, which they acknowledged and understood.